Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. "Patient filled the portable h300 unit from the base unit helios 36. During the filling process, patient stated that the portable unit shot up in the air. No injuries were reported."

Manufacturer narrative:
The subject portable liquid oxygen unit, helios 36 (sn (B)(4)) was returned to caire for further evaluation and investigation. A visual inspection and functional testing was completed. External inspection noted a dent in the side of the unit and the q2 outlet diss fitting was slightly bent at the 1/8" npt thread. The reservoir was filled. After filling, it was noted that the diss fitting was leaking through the poppet valve. The regulated pressure was measured to be out of specifications. The diss poppet valve was observed to be stuck open. Despite the unit being in need of manufacturer's recommended maintenance, the alleged incident reported by the patient could not be replicated.